Event description:
Reporter indicated a patient's vns generator was unable to be interrogated at a recent office visit on (B)(6) 2012. In addition, the handheld vns computer screen was freezing during the interrogation attempt. The reporter declined to give out the patient's information or vns device information. Troubleshooting with the vns programming system revealed the programming wand had a depleted battery. The wand battery was replaced, and the patient is due to be seen again in the office to attempt to interrogate the vns on (B)(6) 2012. It is suspected the depleted battery is the cause of the failure to interrogate the vns generator and the screen freezing during the interrogation, as the interrogation would likely not complete with a depleted battery. However, the patient has not been seen since the initial interrogation attempt so it is unknown if there is a vns generator issue, wand issue, or computer issue occurring. Attempts for information following the (B)(6) 2012, office visit are pending.

Event description:
Reporter indicated the patient was seen on (B)(6) 2012 and there were no issues with the patient's vns, or using the vns programming wand or vns computer. It is likely the depleted wand battery was the cause of the initial failure to interrogate the generator and the vns computer screen freezing.